Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer obtained an unspecified high sensor scan compared to the built-in meter. The customer experienced hypoglycemia and was provided juice for treatment from spouse. There was no report of death or permanent injury associated with this event. A sensor reading of 150 mg/dl was compared against a built-in meter reading of 40 mg/dl, the results, when plotted on a parkes error grid, fell into the 'd' zone showing the difference in values to be clinically significant.